Manufacturer narrative:
The device/components were not returned for possible failure analysis evaluation.

Event description:
Customer called reporting having to replace the max paw thumbwheel because the alarms were not activating appropriately. Customer found that if the max thumbwheel was set to 30, the alarm would be activated when the map was 26. Once replaced, resolved the issue. A replacement max paw thumbwheel was sent. Not additional details were provided.